Manufacturer narrative:
Medwatch sent to FDA on (B)(6) 2013. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Health professional reported after injection with juvederm ultra plus xc in the "nasolabial folds and right side glabella," patient experienced a "vascular compromise of the nasolabial fold on the lateral left side of the nose and medial left cheek" a few hours after injection. Vitrase, aspirin, nitro-bid, augmentin, bactrim and valtrex were prescribed. Patient symptoms are improving; "purple to pink discoloration - lighter, smaller area, decreased edema/induration".